Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. The tip is separated and did not return with the device for analysis. The separation is 149.4cm from the hub. Microscopic examination revealed no additional damages. There is contrast present in the inflation lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that tip detachment occurred. During preparation of a 3.00mm x 15mm nc emerge balloon catheter, it was noted that the nose cone fell off the balloon tip. The procedure was completed with another of same device. No patient complications were reported.